Event description:
Analysis on the generator was completed and approved on (B)(6) 2012. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information have been unsuccessful to date.

Event description:
It was initially reported by a hospital employee that the patient had her vns generator and part of her lead explanted on (B)(6) 2012 because of pain and a lack of efficacy. The products were returned to the manufacturer on 05/08/2012. The "return product form" received when the products were returned, also indicated that a possible malfunction had occurred. A review of available programming history was performed. During the review it was identified that high impedance with a dc/dc= 7 was found on a normal mode diagnostic test performed on (B)(4) 2011. Product analysis on the lead was completed on 05/31/2012. During product analysis scanning electron microscopy images of the negative coil indicate a stress-induced fracture had occurred in at least two strands of the quadfilar coil. Also, the image of a third strand of the quadfilar coil indicates that the final fracture on this strand was stress-induced. However, due to mechanical distortion a conclusive determination of the initial fracture mechanism on this and the other broken strands of the quadfilar coil cannot be made. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Attempts for additional information have been unsuccessful to date. Analysis on the generator is not yet complete.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.